Manufacturer narrative:
UDI = (B)(4).

Event description:
Additional information was received the defibrillation threshold (dft) testing was performed and no programming changes were made.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that when the pt was mountain biking, they received an inappropriate shock due to t wave oversensing. It was noted that the patient's rate was 190 beats per minute and the device was programmed to 230 shock zone. No programming changes were made. The subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse pt effects were reported.